Event description:
During an implant procedure, there was lead damage confirmed via fluoroscopy imaging noted on the right ventricular (rv) lead. The rv lead was discarded and replaced to resolve the event and the patient was stable.